Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-09372. Follow up revealed that the patient had their system explanted. It was noted that no infection was visible but that the physician believes the cause was due to poor wound healing.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-09372. It was reported that the midline incision did not heal completely. As a result, surgery may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-09372. Additional information received identified that physician opened the anchor incision and removed a small area of the tissue that was not healing from the revision. Physician also used bacitracin irrigation in the incision. Reportedly, therapy was restored post-operatively. At the follow-up visit the physician removed 3 staples and noted that patient was healing appropriately.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-09372. Follow up revealed that the patient's site is still infected. Surgical intervention is pending. The patient remains on antibiotics.